Event description:
It was reported that during a normal device interrogation the shock impedance was noted to be high at 116 ohms. It was noted that the shock impedance had been increasing over the last three years. Boston scientific technical services (ts) review of the data was requested. Upon review ts noted one out of range shock impedance measurement of 127 ohms from three months earlier. There were no stored episodes of noise. Ts discussed additional troubleshooting options to ensure normal operation. The recommended shock lead impedance testing was performed and returned normal results. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service and no adverse patient effects were reported. The patient will be monitored.